Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter was not able to be retrieved, there was caval thrombosis and deep vein thrombosis (dvt). The patient also reports blood clots, clotting and/or occlusion of the inferior vena cava (ivc), ulcers (venous status dermatitis), no blood flow, stress, swelling, pain (unable to stand for very long without pain), and decreased activity (unable to play basketball daily). The medical records indicate that the filter was implanted due to massive bilateral pulmonary emboli and a left lower dvt of the common femoral, superficial femoral and popliteal veins and venous stasis. The filter was placed via the right internal jugular vein and deployed in the infrarenal location of the ivc a triple lumen catheter was then placed over the same access site. An ecos catheter was then placed via the left popliteal vein and thrombolysis was administered. The patient was to be brought back to the procedure room the following day for assessment of the thrombolysis, records for that procedure have not been provided. Approximately fifty-four days later the patient underwent an unsuccessful percutaneous removal attempt of the filter, records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Without post implant imaging available for review, the reported events could not be confirmed or further clarified. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Decreased activity and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Patient code (B)(6) was used for ulcers (venous status dermatitis)'. Additional information was received via a second patient profile form (ppf). It states that the patient developed blood clots, ulcers (venous status dermatitis), no blood flow, stress, swelling, pain (unable to stand for very long without pain), and decreased activity (unable to play basketball daily). As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to a failed removal attempt, deep vein thrombosis, and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, of the lower extremity, bilateral pulmonary emboli and vascular insufficiency. Immediately prior to the index procedure the patient experienced shortness of breath, massive bilateral pulmonary emboli along with a left lower extremity, deep vein thrombosis of the common femoral, superficial femoral and popliteal veins. The filter was deployed via the right internal jugular vein. The filter was placed in the infrarenal area of the inferior vena cava. At the time of the index procedure, the patient also had placement of a triple-lumen catheter in the right internal jugular vein, and thrombolysis of the veins in the lower left extremity. Additional information received per the patient profile form (ppf) states that seven weeks after the index procedure there was a failed removal attempt. The patient also experienced blood clots, clotting and or occlusion of the inferior vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots or the ivc occlusion in relation to the placement of the ivc filter. Blood clots and ivc occlsuion do not represent a device malfunction. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to a failed removal attempt, deep vein thrombosis, and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, of the lower extremity, bilateral pulmonary emboli and vascular insufficiency. Immediately prior to the index procedure the patient experienced shortness of breath, massive bilateral pulmonary emboli along the left lower extremity, deep vein thrombosis of the common femoral, superficial femoral and popliteal veins. The filter was deployed via the right internal jugular vein. The filter was placed in the infrarenal area of the inferior vena cava. At the time of the index procedure, the patient also had placement of a triple-lumen catheter in the right internal jugular vein, and thrombolysis of the veins in the lower left extremity. Additional information received per the patient profile form (ppf) states that seven weeks after the index procedure there was a failed removal attempt. The patient also experienced blood clots, clotting and or occlusion of the inferior vena cava. Additional information was received via a second patient profile form (ppf). It states that the patient developed blood clots, ulcers (venous status dermatitis), no blood flow, stress, swelling, pain (unable to stand for very long without pain), and decreased activity (unable to play basketball daily). According to the discovery form, medical conditions outlined include deep vein thrombosis (dvt) and pulmonary embolism (pe). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include failed removal, caval thrombosis, leg pain swelling and edema, dvt, thrombolysis, thrombectomy and angioplasty. The patient was prescribed warfarin and hydrocodone. The patient further reports emotional distress, loss of enjoyment of life and other consequential damages as allowed by law.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis of the lower extremity, bilateral pulmonary emboli and vascular insufficiency. The indication for placement was massive bilateral pulmonary emboli, deep vein thrombosis of the common femoral, superficial femoral and popliteal veins. The filter was deployed in the infrarenal area of the inferior vena cava. At the time of the index procedure, the patient also had placement of a triple-lumen catheter in the right internal jugular vein, and thrombolysis of the veins in the lower left extremity. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to a failed removal attempt, deep vein thrombosis, and caval thrombosis. Per the patient profile form (ppf) the patient reports a failed removal attempt seven weeks after implant.the patient also reports blood clots, clotting and or occlusion of the inferior vena cava, ulcers (venous status dermatitis), caval thrombosis, leg pain swelling and edema, dvt, thrombolysis, thrombectomy and angioplasty. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots or the ivc occlusion in relation to the placement of the ivc filter. Blood clots and ivc occlsuion do not represent a device malfunction. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section e3: occupation: other, senior counsel, litigation section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, of the lower extremity, bilateral pulmonary emboli and vascular insufficiency. Immediately prior to the index procedure the patient experienced shortness of breath, massive bilateral pulmonary emboli along the left lower extremity, deep vein thrombosis of the common femoral, superficial femoral and popliteal veins. The filter was deployed via the right internal jugular vein. The filter was placed in the infrarenal area of the inferior vena cava. At the time of the index procedure, the patient also had placement of a triple-lumen catheter in the right internal jugular vein, and thrombolysis of the veins in the lower left extremity. Additional information received per the patient profile form (ppf) states that seven weeks after the index procedure there was a failed removal attempt. The patient also experienced blood clots, clotting and or occlusion of the inferior vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to a failed removal attempt, deep vein thrombosis, and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to a failed removal attempt, deep vein thrombosis, and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.